Event description:
Complaint was reported via medwatch: the event description is reported as: the pt is trachea-ventilator dependent. The circuit was changed by respiratory therapist #1. Three days later at approx 1:00am, the respiratory therapist #2 noted that the tubing connecting the humidifier from the water reservoir was clamped. Respiratory therapist #2 unclamped the tubing. At approx 4:00am, the pt became hypoxic and the heart rate decreased. A code blue was called. The pt was resuscitated including suctioning of thick copious secretions. The pt went back to baseline. No sequelae noted.

Manufacturer narrative:
The medwatch indicates that the device is available for eval. Attempts have been made to retrieve the device sample. To date, the device sample was not returned for eval. A complaint history review was conducted on the catalog number and device family, from (B)(6) 2011 to (B)(6) 2012, no complaints were received in this time frame with the same issue. A device history record review was conducted for lot# 1081705. The review did not show any issues related to the complaint. The complaint can not be confirmed and a root cause can not be determined since the sample was not available for investigation. From the user's manual for the conchatherm neptune heated humidifier it is stated that: a) when setting up/ changing the water reservoir, make sure to open all clamps on the column and squeeze the reservoir to indicate flow into the column. B) caution - proper operation of the humidifier requires proper installation of the water reservoir. Follow the reservoir installation instructions exactly.